Event description:
It was reported that post operative to a laparoscopic gastric band procedure, the port was discovered to be disconnected. The issue was found during a routine fill. This was the patient's third fill. The port was replaced in 2009. There were no patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.